Event description:
The patient had a catheter revision about one year prior to (B)(6) 2014. It was not reported what the drug contained at this time. Additional information was requested regarding the reason for the revision, patient symptoms, patient outcome, and the drug infused at that time.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n181539012, implanted: (B)(6) 2008, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient experienced increased spasticity for 2 weeks prior to the revision. Upon surgical intervention on (B)(6) 2012, a catheter issue was identified. Intraoperatively, no cerebrospinal fluid (csf) could be aspirated from the side port. The pump segment was removed and pulled back from the abdomen through the lumbar incision. A kink was noted just beyond the anchor in the lumbar region. When the catheter was cut and the kinked area was removed, the intrathecal piece flowed with csf. The intrathecal piece was kept in place and reconnected to a new pump segment. Following the revision, the patient received effective therapy. At the time of this report, the patient was not receiving oral medications. The device system was used to deliver gablofen.